Manufacturer narrative:
A non-conformance review was conducted for lot 209487 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Sample devices were returned for evaluation, and the reported issue was observed, however a definitive root cause could not be determined. ¿we will continue to monitor related reports and take actions, as applicable.

Event description:
The customer reported they were administering a flu vaccination and primed the needle with no incident. Then, part way through the injection, the fluid shot out of the side. Upon inspection there was a crack underneath the needle guard. Additional information received on 18oct2024 stated that there was no injury to the patient during this incident. They were unable to determine the amount of vaccine the patient received however no other needle was used to complete the vaccine as the vial was empty at the time the fluid ejected from the side.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.